Event description:
The customer called in for help with her meter. While troubleshooting, she performed a control test and received a result of 51 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. Additional troubleshooting showed the system to be operating as designed, so no product is to be returned.

Manufacturer narrative:
This complaint was not initially flagged as a potential MDR, so it will be submitted past the 30 day window.